Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was receiving a draining slowly message during drain 2 of 4 their pd treatment. The patient contact reported that the patient had multiple medical issues regarding their pd treatment. The patient contact reported that the patient has an upcoming appointment at their clinic to hopefully resolve the issue. The technical support representative assisted the patient contact with cancelling the patient's pd treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was seen in the outpatient dialysis clinic on (B)(6) 2020 for drain complications and abdominal discomfort. The patient was sent to the access clinic and radiological studies showed the patient's pd catheter (not a fresenius product) migrated out of position (details not provided). On (B)(6) 2020, the patient underwent outpatient surgery to reposition the pd catheter with good effect. The patient was released following the procedure and returned home to resume continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue. The pdrn stated the patient's abdominal discomfort and drain complications were due to the mal-positioned catheter. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s) or device(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).